Manufacturer narrative:
The meter and test strips were requested for investigation. Replacement product was sent. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The patient used the same finger for meter testing at 8:51 a.m. And 8:53 a.m. Per product labeling, "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to a stago laboratory analyzer. At 8:51 a.m., the patient's meter result was 1.7 inr. At 8:53 a.m., the patient's meter result was 4.8 inr. The patient used the same finger for testing. At 8:55 a.m., the patient's meter result was 5.5 inr. The patient used a new finger for testing. At 12:15 p.m., the patient's laboratory result was 3.5 inr. The patient's therapeutic range was 2.5- 3.5 inr. The patient's testing frequency is every 2 weeks.